Event description:
Two pt had knee surgery in 2005, using endobuttons. Both pt developed knee infections shortly after surgery. Both pt's were cultured and it was determined that the bacteria, klebsiella oxytoca was present. An unused endobutton of the same lot was also cultured and no bacterial growth was noted. No additional pt infections have been identified, since this event. It was confirmed that neither of the pt's were re-admitted for removal of the endobutton.